Event description:
Customer reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to plug the wall adapter into a known working outlet and wait at least 30 minutes for the pump to begin charging, with a follow-up from support planned. Upon follow-up customer confirmed the pump began charging after leaving the wall adapter plugged into a working outlet for 30 consecutive minutes using the original charging supplies. Battery charging issue did not lead to a pump shutdown. Pump began charging. No further assistance required.